Event description:
It was reported the patient was ¿peeing and peeing¿ and when they got up in the morning they were wet from ¿stem to stern.¿ these problems had been going on for a year. The patient underwent a 3rd surgery with a different doctor in 2013. After the surgery, the interstim was still not ¿fixed.¿ the doctor reportedly indicated there was nothing they could do to make the interstim work. It was stated no one told the patient why the interstim did not work. In addition, since a previous surgery (see note below), the patient could not ¿lay good¿ on their left side. At the time of the call, the patient was not sure if the interstim was currently turned off. It was stated the patient had ¿no feeling¿ and would get no warning before having to go to the bathroom. The patient would ¿wet every time¿ they turned around and they have had a year of wetting herself every night. It was noted that patient did not want to explant the device, but rather just wanted ¿something to work.¿ it was stated the patient has had multiple surgeries for the interstim and ¿they could not seem to get it to work¿ and ¿could not fix it.¿ additional information has been requested, a follow up report will be sent if additional information is received. The timeline of the event was unclear. Per manufacturer¿s device registry the system was implanted in (B)(6) 2012. It was unclear if the surgery in 2013 was this implant or a different revision/procedure. Refer to manufacturer report #3004209178-2014-09765. The referenced report captures the patient¿s experience with the previously implanted system. Many of the issues reported were similar in nature.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04drw, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect and was looking for someone who could fix this thing. The patient was tired of ¿peeing like a little baby at night¿ and they got wet all over and had to change their clothes. It was noted that after the surgery it worked just beautiful after a while but then the patient¿s internist raised the 1 pill they were on quite a bit and they passed out and hit their head one day. The patient went to the emergency room (e.r.) And they said to keep taking the 1 pill so the patient did and since they hadn¿t had dizziness and other problems like they had. It was stated that the events happened after the patient had that 1 fall but then said they didn¿t know when it was since it was ¿doggone long.¿ after the patient¿s health care provider (hcp) did another surgery trying to fix it they told the patient they were ¿so sorry¿ but no one ever told the patient what they found. It was reported that the patient had another appointment and told them it was really bad and this had been going on for a year now. The patient didn¿t know when they hit their head or went to the ER. It was noted that what really upset the patient was that the hcp didn¿t give ¿2 hoots in heck¿ how the patient felt and they said they couldn¿t do anything and then the nurse said to make an appointment if something went wrong. The patient was also upset because the hcp was very short with them the last time they saw them. It was stated that the manufacturer representative was there when they did the surgery. Additional information received reported that the manufacturer representative had reprogrammed the patient several times and did not recall when they first became aware of the patient¿s therapy issues. They did not recall the exact time but it was over a year ago. It was noted that the manufacturer representative had not seen the patient in over a year. The manufacturer representative didn¿t recall if they were at all 3 surgeries but thought they did attend 2 of the surgeries. Additional information received reported that the patient¿s device was originally placed in (B)(6) 2010 and after the device was originally placed the patient had a total of 2 revision surgeries. The patient did not have a third revision surgery and neither of the 2 revision surgeries took place in 2013. Refer to manufacturer report # 3004209178-2014-09764 for information regarding the patient¿s first revision surgery and manufacturer report # 3004209178-2014-09765 for information regarding the patient¿s second revision surgery.

Event description:
Consumer reported later that the patient was "still wearing pads and nothing has improved since the original implant" (2011). It was noted that she had "a really bad night the night prior to this call".